Manufacturer narrative:
Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot be switched on. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.

Manufacturer narrative:
The authorized service provider(asp) performed visual inspection of the device and determined that the reported issue was due to malfunction of dfm100 assy processor. The dfm100 assy processor was replaced, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was confirmed and was resolved by replacing dfm100 assy processor.